Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 89% stenosed proximal circumflex artery. Pre-dilatation was performed with a balloon catheter at 10 atmospheres. A 3.0 x 33 mm xience xpedition stent was deployed when a dissection was observed. Another 3.0 x 33 mm xience xpedition stent was implanted to seal the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.